Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported there was overpressure during procedure. The procedure was completed successfully.

Event description:
It was reported there was overpressure during procedure. The procedure was completed successfully.

Manufacturer narrative:
The device was received at the local service facility for investigation. Pi #: (B)(4). Ro#: (B)(4). Account: (B)(6) hospital. Reported by the customer: they used the varess needle first before placing the ports and it showed zero pressure reading, despite having insufflation peritoneum, but when the ports were placed and insufflator tubing connected to the ports it showed a pressure reading, the insufflator was used to complete the case. P/n #: 0620040611. S/n: (B)(6). Summary of evaluation: unable to duplicate the fault as reported but initial inspection finds that the 2 year manufacturers calibration is due in december 2020 calibrated the device (suk12104) and completed function tests and electrical safety test (est109230). The insufflator will be returned to the customer. Probable root cause: pressure sensor malfunction / out of calibration. Software malfunction. Use error. System design. Unwanted movement of internal components / wiring. Pressure button does not disengage. The reported failure mode will be monitored for future reoccurrence.